Event description:
During deployment of the stent, the proximal portion of the balloon inflated early, resulting in movement of the stent into the aorta despite maneuvers to advance the stent into the left renal artery. The patient is a male. The procedure being performed was an abdominal angiogram, left renal artery angioplasty with stenting. The physician made access to the patient in the right common femoral artery in a retrograde direction using a modified seldinger technique. A 0.035 j wire was advanced into the aorta and the 4fr. Introducer sheath was exchanged over the wire for a 5fr. Short sheath. An abdominal aortagram and selective left renal artery angiogram was performed. Simultaneous transduction of the aortic and left renal artery pressures revealed a 20mmhg gradient across the proximal left renal stenosis. With this information, the physician decided that intervention of the left renal artery needed to be performed. Following diagnostic angiography, an sv 0.018 wire was advanced into the left renal artery and the glide catheter was removed. A 5mm (diameter) x 20 (length) sterling balloon was advanced over the wire across the lesion and was hand inflated until waist was cleared. The physician checked the vessel by hand injecting dye to visualize residual stenosis and checked pressure gradient and decide that repeat angioplasty was needed. A 6.5mm x 30mm sterling balloon was advanced to the lesion and hand inflated. Residual stenosis and pressure gradients were again checked and results were not satisfactory, so the physician decided that a stent should be placed at the lesion. The physician placed a 7mm x 24mm palmaz blue stent across the lesion and this is where the physician experienced deployment difficulty. Post-procedural angiogram revealed good results with the stent covering the lesion although a significant portion of the stent was deployed within the aorta. There was no harm to the patient. The procedure was completed successfully.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.